Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turning on after insulin pump exposed to moisture. Customer¿s blood glucose was unknown. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic assemblies. Device received with corroded force sensor assembly and corroded motor home switch. Unable to verify battery power loss anomalies due to blank display. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display.